Manufacturer narrative:
MFR received date: 29 aug 2019. Date of report received: 30 aug 2019. The gas delivery system (gds) assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The gas delivery system (gds) assembly will be installed in the fi test ventilator in an attempt to duplicate the reported problem. During troubleshooting the gds assembly found defective u1 (sensor air flow amp 1000 sscm) on the air flow sensor pcba . The manufacturer¿s international service technician replaced the defective gas delivery system (gds) to address the reported problem. The unit successfully passed the required performance verification test. The defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. The manufacturer¿s international service technician confirmed the reported issue. The zero value of flow sensor on the air side was 2.0 and out of the allowable range. The technician replaced the defective flow sensor. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part was not returned to failure investigation.

Event description:
The customer reported flow error. The device was not in use at the time of the reported event; therefore, there was no patient involvement.